Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer awoke in the morning and noted that the pump had shut off during the night. The customer's blood glucose level was 270 mg/dl. The customer took a manual injection. During troubleshooting with tandem technical support, review of pump data revealed that low power alerts and a low power alarm were received and were not addressed by charging the device. Subsequently, the pump shut down due to insufficient battery power. It was indicated that the customer would charge the pump and resume insulin delivery.